Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-04884. It was reported that stent damage occurred. During preparation of a 4.00 x 20 synergy¿ drug eluting stent, the physician noted that the stent was flared. Another 4.00 x 20 synergy¿ drug eluting stent was opened but the stent was flared again. The procedure was completed with another of the same device and the patient was safe. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device lot number corrected from 17587400 to 17426393. Device expiration date corrected from 06/04/2016 to 03/23/2016. Device manufactured date corrected from 01/21/2015 to 11/18/2014. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved proximally on balloon and the crimped stent was damaged along the proximal portion. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector (ID) was measured to be within specifications. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved proximally on the balloon however crimp markings were evident on exposed distal portion of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-04884 . It was reported that stent damage occurred. During preparation of a 4.00 x 20 synergy¿ drug eluting stent, the physician noted that the stent was flared. Another 4.00 x 20 synergy¿ drug eluting stent was opened but the stent was flared again. The procedure was completed with another of the same device and the patient was safe. This product is only ous approved but is similar to an approved us device.